Event description:
The user facility reported a patient noted as high risk percutaneous coronary intervention was implanted with an impella cp device for mechanical circulatory support. Despite active clotting time of 260 and flushed sheath, the impella cp was advanced successfully. Flows were immediately reduced after initiation of support and the cardiac team made the decision made to removed impella cp. Upon explant a clot was visualized. The pump was run under heparinized saline and flows returned to normal, however purge flow was severely reduced, and purge pressures was rising. The decision was made to prepare and insert a new impella cp.

Manufacturer narrative:
The investigation for the reported low pump flow issue has been completed. The impella device was received from the customer and therefore, an evaluation of the device was possible. In the clinical review it was noted that biomaterial was observed. When looking at the logs it was confirmed that a suction alarm was present with the placement signal trending downwards. The returned product was soaked and there was biomaterial that remained in the outflow cage. The pump was run in the bucket and low flows were reproduced. The cause of the low pump flow was ingested biomaterial. Instructions for use for the related event are as follows: embolism/thrombus impella cp with smart assist system section: warnings & cautions: warnings: section: pre-support evaluation section: impella cp with smart assist catheter insertion section: axillary insertion of the impella cp with smart assist catheter section: use of impella with transcatheter aortic valves ¿in patients with transcatheter aortic valves position the impella system carefully to avoid interaction with the transcatheter aortic valve prosthesis. Unintentional interaction of the impella motor housing with the tavr device may result in destruction of the impeller blades. This can lead to systemic embolization, serious injury, or death. In this situation, avoid repositioning while the device is running; turn the device to p0 during repositioning or any movement that could bring the outlet windows into proximity to the valve stent structures. If there is low flow observed in a patient implanted with a transcatheter aortic valve prosthesis, consider damage of the impeller and replace the impella as soon as possible.¿ "unintentional interaction of the impella motor housing with the tavr device may result in destruction of the impeller blades. This can lead to systemic embolization, serious injury, or death." This report is being filed as part of a retrospective review of historical records.